Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were 3 high rate non-sustained episodes that showed oversensing noise on the implantable cardioverter defibrillator (ICD). The noise is suspected to be from an outside source. The ICD remains in use. No patient complications have been reported as a result of this event.